Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a taped up broken cubie that caused drawer failure. The field service engineer assisted the customer with remotely popping out the cubie. The medications from the previous broken cubie were placed into new pocket until the technician can come in and recover pocket due to permissions. The field service engineer then rebooted into the application, recovered the drawer and the inventory with other medications to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es broken cubie on the dilaudid drawer had been taped up, causing the drawer to fail. All three strengths of dilaudid were inaccessible, resulting in a 6-hour delay in medication administration. Patient experienced minor discomfort, and no on-site pharmacy was available to retrieve the medications. There were no adverse events or injuries reported based on this incident.